Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted. Please see additional information.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a clinical staff member that the customer received emergency medical assistance due to low blood glucose on may 9, 2018 with blood glucose of 46 mg/dl at the time of the incident. The customer admitted that they were not checking their blood glucose levels, not taking insulin as directed, and keeping in touch with their clinical site. The customer was given glucose gel and carbs to treat. The customer experienced symptoms such as unresponsiveness and loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer also cited stress and lack of care for diabetes as factors in the incident. The insulin pump will not be returned for analysis.